Event description:
Incident as reported: lap chole - "putting clip on cystic duct when left side of jaw broke off and peel into pt. We could not find left jaw of clip applier to retrieve out of pt. Please send customer replacement 10mm clip applier. None done at end of case."

Manufacturer narrative:
Product anticipated to return, f/u will be provided upon completion of investigation.